Event description:
The CT system tablet disconnected while the patient was on the table leading to a failure and lock out from the system.

Manufacturer narrative:
The tablet disconnected from the scanner causing a delay in the patient's procedure. A field service representative identified the issue as the incorrect software version on the reconstruction computer. The correct version was updated and the tablet successfuly connected to the scanner. Daily calibration and quality assurance were then conducted and both tests passed. The scanner is now back in service. No harm to a patient or user.